Event description:
Information was received from a healthcare provider (hcp) who reported the right lead wasn¿t functioning and had high impedances and needed to be replaced per the hcp. The hcp stated the left impedances were ¿great.¿ the hcp stated the patient¿s extensions in their neck when implanted were ¿twisted around¿ each other although it was unclear if this was a root cause of the issue or related at all. The physician wanted to pull the lead down in the neck,but was going to call back for further guidance and possible ways to pursue the MRI they wanted to do so.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40,serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller stated that right electrodes all have high impedance and those electrodes weren't really useful anyways; left side is functional. Caller stated they would like to get MRI to check targeting of the lead prior to revising the system. Caller indicated that another hcp opened the lead/extension site and tested lead only impedances which still showed high so they're confident the issue is with the extension. Caller reiterated that leads are intertwined under the scalp so it's unknown if they are going to be able to remove the entire lead. Tss reviewed MRI is not recommended with system as is, nor would it be recommended if any abandoned components remain within the head coil. Tss reviewed removing entire lead and capping extension for potential full body eligibility or removing entire lead and ensuring extension is out of head coil for potential head-only scan. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3708660; serial# (B)(6); product type extension. Product ID 3708660; serial# (B)(6); product type extension. Product ID 3387s-40; lot# va17nn0; implanted: (B)(6) 2016; product type lead. Product ID 3387s-40; lot# va17nn0; implanted: (B)(6) 2016; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.